Manufacturer narrative:
The insulin pump was received blank display due to corroded and contamination in battery cap contact. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 125 mg/dl at the time of incident. The customer stated that the display returned after several battery changes. The insulin pump will be returned for analysis.